Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 165 cm., body mass index (bmi) 19.1 kg/m2.

Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy with bilateral salpingectomy surgical procedure on (B)(6) 2026. The patient arrived as an emergency on (B)(6) 2026 due to experiencing sudden heavy vaginal bleeding following the gynecological procedure. Light vaginal bleeding was experienced approximately two weeks prior. There was a reported temperature of 37.8°c the day before visiting the emergency and 37.4°c on the day of the visit. Abdominal discomfort, feeling of pressure, pulling sensation in the groin, discomfort when walking and standing was reported. The patient visited a general practitioner and was referred to emergency. Evaluation revealed the vulva was unremarkable, vagina smooth, currently bleeding significantly heavier than a period, vaginal stump blind, no bowel was visible. A vaginal ultrasound indicated a hematoma measuring 2.4 x 2.0 cm at the vaginal stump, no free fluid in the douglas pouch, right ovary with an anechoic mass measuring 1.4 x 1.8 cm was unremarkable. The left ovary cannot be visualized in isolation; adnexal region appears unremarkable. The event was treated with analgesia and was reported as resolved on (B)(6) 2026. There have been no re-admissions or re-operations. The surgical procedure was completed without intra-operative complications and with no da vinci device malfunctions. There were no post-operative complications prior to discharge which occurred on (B)(6) 2026. The study investigator reported the event as moderate severity, not a serious adverse event, a clavien-dindo grade I, possibly related to the patient's underlying disease status, but not related to the procedure, not related to the da vinci investigational device and not related to a third-party device. The patient's prior health condition of crohn's disease may be relevant to this incident.